Event description:
During a bronchoscopy, the physician used the device to obtain a biopsy. The md had no difficulty obtaining the specimen. However, when he tried to remove it from the biopsy needle, the device would not release the specimen. The md tried to push air through the biopsy needle with the syringe, but the specimen would not come out. The md and staff believe that there may be something wrong with the inner workings of the device. No defect is visible externally. The md used another biopsy needle to obtain the specimen he needed. As a result, the pt had a longer anesthesia time and more tissue was sampled. No patient or staff harm.